Manufacturer narrative:
The sample from the patient was tested and the customer's results were reproduced. Further testing by size exclusion chromatography (sec) showed the sample contained an igm interfering factor. Per product labeling for the assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). Sample material from the patient was requested for further investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable high elecsys troponin t hs (tnt) results from the cobas e 801 analytical unit that did not fit the patient's clinical picture. The customer suspected an interference. The results for multiple samples were ranging up to 700 pg/ml. One of the same samples was tested for troponin I and the result better fit the patient's clinical picture and symptoms. Specific results were provided as: on (B)(6) 2024 tnt= 49.8 pg/ml, 50 pg/ml, and 48.1 pg/ml on (B)(6) 2024 tnt=75.8 pg/ml, >300 pg/ml, and 334 pg/ml on (B)(6) 2024 tnt=339 pg/ml on (B)(6) 2024 tnt=367 pg/ml on (B)(6) 2024 tnt=378 pg/ml, troponin I =11 ng/ml the customer performed manual dilution for tnt as follows (in ng/ml): sample 1: neat =338 and 320, 1:2=480 and 472, 1:5=627 and 616, 1:10=717 and 679. Sample 2: neat =343 and 325, 1:2=485 and 472, 1:5=630 and 616, 1:10=699 and 700 the questionable results were not reported outside of the laboratory.